Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) as the device would not fully inflate when pumped. A surgical procedure was performed in which the existing device was removed and a new ipp was implanted. During explant, fluid leak was noted but the source was not found. There were no patient complications related to the device. No more information available through physician. Should additional information become available, it will be provided.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) as the device would not fully inflate when pumped. A surgical procedure was performed in which the existing ipp was removed and a new ambicor penile prosthesis (app) was implanted. During explant, fluid leak was noted but the source was not found. There were no patient complications related to the device. No more information available through physician. Should additional information become available, it will be provided.